Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant medical products: carto 3 system. Model #: unknown. Serial #: unknown; soundstar catheter, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for left atrial flutter with a thermocool smarttouch bi-directional sf catheter and suffered a pulmonary vein stenosis and right pulmonary infiltrates requiring computed tomography (CT) and unspecified treatments. On post-procedure day 2, the patient presented to the emergency room with hemoptysis. CT revealed a small pulmonary vein stenosis, which the physician believed to be unrelated to the hemoptysis. CT also revealed right pulmonary infiltrates. Patient was reported to be in stable condition in the coronary care unit. Patient required re-admission to the hospital with an unknown length of stay. There is no information regarding patient outcome. Cardiovascular medical history includes eliquis. Physician did not provide a causality opinion. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.